Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. It was observed that when the customer's modem was disconnected from their device, the device powered on. When the modem was reconnected to the customer's device the reported issue was observed. After the modem was removed, proper device operation was observed and the device will be returned to use. Based on the information available, it is likely that the cause of the reported issue was due to the customer's modem. The device or the modem were not returned to physio, therefore further cause could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, the display flashes and then goes blank, however the battery charge and power leds remain lit. As a result defibrillation therapy may be delayed or would not be available if needed. It was reported that a modem was connected to the customer's device at the time of the event. There was no patient use associated with the reported event.